Manufacturer narrative:
The qa (quality assurance) investigation summary was rec'd on 02/20/2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.

Event description:
Fluid retention in left knee (joint effusion). Case description: spontaneous report was rec'd on 02/15/2013 from a physician regarding (B)(6) female pt, initials unk, with gonarthrosis. The pt's medical history was not provided. On an unspecified date in 2012, the pt initiated treatment with synvisc (hylan g-f 20), at a dose of 2 ml, (frequency and rout e not provided) into left knee. The lot number of synvisc was not provided. On an unspecified date in 2012, the pt rec'd second injection of first course fo synvisc. On (B)(6) 2012, the pt developed fluid retention in left knee. On the same day, the synvisc treatment was permanently discontinued because of the event. The event of fluid retention in left knee was reported to be alleviated. The concomitant medications were not provided. The intensity of the event was not provided. The reporting physician provided the relationship between synvisc and the event as definite.